Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the previously implanted veriflex bare metal stent was located extending from proximal rca (cass site # 1) to mid rca (cass site #2) and not in the mid right coronary artery (rca).

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that shortness of breath, nausea, diaphoresis, chest pain, myocardial infarction and restenosis occurred. In (B)(6) 2010, the subject was presented with unstable angina and cardiac catheterization was recommended. The index procedure was performed. Target lesion #1 was an in-stent restenosis of previously implanted veriflex bare metal stent located in the mid right coronary (rca) artery with 90% stenosis and was 35 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with direct stent placement using a 3.50 mm x 38 mm taxus liberte stent, following post dilatation, residual stenosis was 0 %. One day post procedure, the subject was discharged on aspirin and prasugrel. In (B)(6) 2013, the subject presented with complaints of chest pain and pain between the shoulder blades radiating down both arms associated with shortness of breath, nausea, and diaphoresis. Cardiac enzymes were noted to be elevated. The subject was diagnosed with non q-wave non-st elevation myocardial infarction (mi) and was hospitalized on same day. Cardiac catheterization was recommended. At the time of the event, the subject was taking aspirin and was not on study drug per protocol, the study drug was last taken on (B)(6) 2013 and "other antiplatelet medication" was never taken during the study. The 70% stenosis in the proximal rca was treated with balloon angioplasty and placement of an unknown 3.50 x 18 mm drug eluting stent. Following post dilatation, residual stenosis was 0%. The 99% stenosis in the distal rca artery was treated with balloon angioplasty and placement of an unknown 2.25 x 18 mm drug eluting stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the event was considered resolved without residual effects and the subject was discharged on the same day on aspirin and prasugrel.